Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screws: expedium/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at six (6) months post-operatively the patient had an adverse event with increased lower back pain and pain radiating down the bilateral posterior thighs and calves. Patient had lucency adjacent to the left l3 and l5 pedicle screws and increased lucency compared to 1 month post-operatively. Patient was observed for a few months and an MRI confirmed degenerative changes causing multilevel central canal and foraminal stenosis. Patient had revision surgery at 10 months post-operatively with partial thoracolumbar laminectomy at t11 and complete thoracolumbar laminectomy at t12, l1, l2 and l3. Posterior thoracolumbar fusion was performed from t9 to the ilium with transforaminal interbody fusion at l2-l3 and l5-s1 with local bone, classic¿s allograft, infuse and depuy synthes conduit interbody fusion devices at l2-l3 and l5-s1. Sacral-alar iliac screw pelvic instrumentation was used with mazor robotic navigation. Removal of prior hardware at l2 and replacement of hardware at l3-l5 was performed. Per the radiographs, it appears that the proti devices were not removed or replaced, just the pedicle screw hardware, which is consistent with the lucency reported around the pedicle screws. It¿s also consistent with the site following the patient to fusion that occurred 9 months post-revision surgery and 19 months after the original surgery. It can be confirmed that the interbody devices are the original devices once we get that information from the site. Complete study data for the patient: 56-year-old male, obese, history of chewing tobacco and renal disease, has hypertension, hyperthyroidism, and arthritis chronic kidney disease. Diagnosed with stenosis, spondylolisthesis, back and leg pain and extremity, motor and sensory/reflex deficits: on the right side and left side (numbness in bilateral anterior shins, bilateral, foot drop). Underwent tlif at l3-l4 with proti 360 concorde bullet (9mm x 27mm footprint), lordotic (5o), 12mm implant height and also underwent tlif at l4-l5 with proti 360 concorde bullet (short 9mm x 23mm), (lordotic (5o) with 12mm implant height. Used autograft bone graft (local bone) and depuy synthes expedium pedicle screw system. Post-operative treatment: received the following instructions from 4 weeks to 3 months post op: no bending, lifting only 10 pounds, twisting 6x/week after surgery, no soaking (baths, jacuzzi, pool) until incision fully healed, bracing (ordered at 3 months) judet brace for activities; pain medication oxycodone (5 mg twice daily as needed), acetaminophen (500 mg every 6hours as needed), senna-docusate (8.6-50 mg per day for 3 months). Subject was compliant with post operative treatment. At 3 months there was radiolucency along the interface with the vertebral body at both l3-l4 and l4-l5 and there was subsidence (>2.5mm) caudally at l4-l5. At 6 months the interbody fusion was healing but there was screw loosening and radiolucency in the supplemental fixation with mild disc space narrowing above and below the fused levels. At 6 months post-operatively the patient had an adverse event with increased lower back pain and pain radiating down the bilateral posterior thighs and calves. Patient had lucency adjacent to the left l3 and l5 pedicle screws and increased lucency compared to 1 month post-operatively. Patient was observed for a few months and an MRI confirmed degenerative changes causing multilevel central canal and foraminal stenosis. Patient had revision surgery at 10 months post-operatively with partial thoracolumbar laminectomy at t11 and complete thoracolumbar laminectomy at t12, l1, l2 and l3. Posterior thoracolumbar fusion was performed from t9 to the ilium with transforaminal interbody fusion at l2-l3 and l5-s1 with local bone, classic¿s allograft, infuse and depuy synthes conduit interbody fusion devices at l2-l3 and l5-s1. Sacral-alar iliac screw pelvic instrumentation was used with mazor robotic navigation. Removal of prior hardware at l2 and replacement of hardware at l3-l5 was performed. Patient returned to normal activity 4 months post-revision surgery (14 months after original surgery). Patient was fused at 19 months post-original surgery (9 months post-revision surgery). Patient had subsidence caudally at l4-l5 that was present since 3 months post-operatively. Odi pre-operatively was 25, at 4 weeks was 52.5, at 7.5 months was 42.2, at 12 months was 11.1, and at 19 months was 8.9. Vas pain scores at 4 weeks were 50 for back pain and 0 for right and left leg pain. At 7.5 months vas pain scores were 30 for all (back, right leg, and left leg pain), at 12 months vas pain scores were 20 for all (back, right leg, and left leg pain), and at 19 months vas pain scores were 0 for all (back, right leg, and left leg pain). This report involves unknown screws: expedium. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that adverse event onset date was (B)(6) 2021, when patient reported pain in lower lumbar spine, lumbosacral junction, radiating down bilateral (lr) posterior thighs and calves. At that time it was noted that there was lucency adjacent to the left l3 and l5 pedicle screws. There is increased lucency adjacent to the left l3 screw compared back to (B)(6) 2020. Original surgery was (B)(6) 2020, with interbody fusion at l3-l4 and l4-l5 and expedium pedicle screw system placed from l3-l5. It was noted that there was a concern for loosening seen on x-rays at l3 and l5 noted on (B)(6) 2020. Patient had additional visits on (B)(6) 2021, and (B)(6) 2021. Patient had revision surgery on (B)(6) 2021, that involved removal of prior hardware and replacement at l3 to l5 where expedium pedicle screw system was removed and replaced with a non-synthes pedicle screw system. The cessation of the adverse event was (B)(6) 2021. Patient went on to fuse after revision surgery.